Manufacturer narrative:
The product code for the initial filing was filed incorrectly. This record has been updated to reflect the correct product code of fqo.

Event description:
It was reported that in gi room 7 the dual flat panel monitor (dfp) allegedly drifted and that a nurse hit the dfp upon standing after bending over to pick something off of the floor. She reported to have significant head pain and went to their emergency department.

Manufacturer narrative:
It was reported that in gi room 7 the medium duty suspension with dual flat panel monitor (dfpm) allegedly drifted. Reportedly, the nurse hit the dfpm upon standing up after bending over to pick something up off of the floor. Allegedly, the nurse had significant head pain and was seen in the emergency department. It was reported that the emergency department performed a neuro assessment. The nurse passed the assessment and was discharged. The nurse reportedly returned to the emergency department two days later to be reassessed as she reported complaints of a severe headache and vomiting. The emergency department performed a CT scan on her head, which was negative. After further investigation, a stryker field service technician (sfst) performed a rotation test as well as a spring arm articulation test and was unable to duplicate the complaint. There was no confirmed malfunction of the device and no confirmation of permanent impairment or damage to the user.

Event description:
It was reported that in gi room 7 the dual flat panel monitor (dfp) allegedly drifted and that a nurse hit the dfp upon standing after bending over to pick something off of the floor. She reported to have significant head pain and went to their emergency department.